Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires/gong alarms) has been confirmed. As received, the belt failed an ECG falloff test. The cause for the failure was isolated to a cut agnd wire in the cable connecting ECG c and d. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing frequent gong alarms.